Manufacturer narrative:
The data files and mapping catheter, (B)(4) with lot number 213802550 were returned and analyzed. The data files showed at least ten applications were performed with a balloon catheter without any issue on the date of the event. Visual inspection of the mapping catheter showed the loop was kinked, twisted in several places, and misshaped and out of plane. In conclusion, the reported mapping catheter tip deformation was confirmed through testing. The mapping catheter failed the inspection due to the kinked loop which was out of plane. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip was deformed upon removing the catheter from the patient. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.